Event description:
The hospital reported a malfunction resulting in a leak greater than 750ml/min at low flow. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows were replaced to correct the issue. Patient ID: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).